Event description:
Male patient with a history of a myocardial infarction had pacemaker subsequently implanted a few years ago. Subsequently ep studies showed no av conduction and the patient to be pacer-dependent. He was found to have a fractured atrial lead and on follow-up, it was also recommended by his electrophysiologist that the patient be upgraded to a ddd defibrillator for treatment of heart block and dilated ischemic cardiomyopathy. He was taken to the operating room and without difficulty. Fractured leads were removed, and the generator was also upgraded at this time to a ddd.